Event description:
The customer reported that a bolus delivered earlier at night was not registered in the bolus history, instead it did show a bolus done earlier in the afternoon, but the customer denied programming this bolus. The customer stated that she is concerned that the insulin pump is delivering insulin on its own. Also the device did not show the carbohydrates count and the customer's blood glucose reading was 502 mg/dl. The customer contacted her doctor who advised to take manual injections. Advised revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during rewind due to loose drive support disk. Unable to verify for bolus anomaly or pump history due to constant motor error alarm.